Event description:
The customer contacted stryker to report their device unexpectedly lost power during use. In this state the device would not be able to deliver defibrillation therapy if needed. The crew was able to turn the device back on and it was later discovered that the battery was not properly seated. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The case of the reported issue was due to use error, the battery had not been properly seated. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.